Manufacturer narrative:
The customer reported that alarms could not be acknowledged, that patient data was missing, and that the ves detection stopped working. There was no report of any adverse event or patient harm. It was stated in the description of event that leads were switched to those with the most clearly deviating qrs morphology to see if it can detect and it reverts to the normal default setting and takes 18 min before it detects ves again. Several attempts were made to determine to clarify where the alarms could not be acknowledged and where data was missing, what system the customer is stating that the ves stopped working (iacs or ics), if logs of the date of event were available for analysis and what the resolution was to the stated issue however, this information was not made available. Due to the lack of information a root cause of the stated complaint is not known at this time. If more information should become available, a child record associated with this complaint will be opened for proper documentation.

Event description:
The customer reported that alarms cannot be acknowledged at the infinity central station. It was reported that the patient data was missing, and that the ves detection stopped working. It was noted that leads were switched to those with the most clearly deviating qrs morphology to see if it can detect and it reverts to the normal default setting and takes 18 min before it detects ves again. There are many ves in the meantime. There was no report of any adverse event or patient harm.

Event description:
The customer reported that alarms cannot be acknowledged at the infinity central station. It was reported that the patient data was missing, and that the ves detection stopped working. It was noted that leads were switched to those with the most clearly deviating qrs morphology to see if it can detect and it reverts to the normal default setting and takes 18 min before it detects ves again. There are many ves in the meantime. There was no report of any adverse event or patient harm.

Manufacturer narrative:
The investigation has just started; results will be provided in a follow-up report.